Event description:
Revision surgery - the baseplate with the central screw broke off due to the patient falling. The patient has a tendency to fall.

Manufacturer narrative:
The reason for this revision surgery was to replace the broken implants. The implants were in the patient for about 2 years, 5 months and 22 days. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed 1 non-conforming material reports (ncmr) associated with this product. (B)(4) documents the wrong drawing revisions (revision d instead of revision e) in certificates supplied by vendor and receiver. The entire lot (size 31) was reworked and accepted per justification: the items were properly initially inspected by sample size inspection plan (8 of 31) and all passed. All these products were built to revision d, with base features built to the specification (1.044"+.005/.005). They all need to be checked to the higher tolerance band in revision e to ensure the proper fit with the reverse shoulder prosthesis (rsp) baseplates. There was a limited effectivity (le) engineering change order (eco) on this feature to justify use as is (uai) for all revision d products, (eco 16565), but it expires on jan 31, 2012. A review of the product complaint report history showed there have been 142 prior complaints reported against this part; with 14 of those having the same failure mode of trauma. This is the first complaint against this lot number. The complaint reports the patient fell and the central screw broke off. This investigation is limited in scope because the explanted products were lost or disposed of and not returned to (B)(4) and an alternative root cause cannot be determined. If the explanted components, or other information such as patient x-rays, were made available to (B)(4), additional root-cause investigation may be possible. There are no indications of a product or process issue affecting implant safety or effectiveness.